Event description:
User experienced leak from the analyzer and onto the floor. No patient samples were affected and operator was not harmed. The field service representative determined the water line connection was broken and repaired it. Performance tests were performed.